Event description:
Libre 3 plus sensor inaccurately gives a low reading of 72, low alarm goes off at 1:20 am. Finger stick done immediately, we get a reading of 111. By 1:22 am sensor graph jumps to 94. Sensor put on 5/7. This has happened frequently and with every sensor since we started us ing the libre 3 plus.